Event description:
Pt had instrumentation 3/94 for gri spondylolisthesis, & bilateral spondylolysis. Pt had persistent leg pain for 6-10 weeks post-op which resolved. Pt returned with renewal of pain-xray revealed "no solid union & left screw breakage" at l5 level. No re-instrumentation on left side due to "inability to get adequate fixation".